Event description:
The manufacturer received a return bravo ph monitor in which the capsule had blood and tissue present on the trocar needle. No serious injury to the patient was reported.

Manufacturer narrative:
Final device analysis determined a procedural non-conformance. The plunger was broken off.